Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr, was being used during a abr procedure on (B)(6) 2025 and when it was reported, ¿during surgery, the tip of the device got broken, and fell in the patient's body. The fragment was removed from the patient and not remained in the patient's body.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed as planned without any alternate devices. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item y1301 found anchor shaft severely bent (damage) at the lower shaft and broken one of the forks at the tip of the shaft. Broken fork was not returned for the evaluation and is approximately .080 of the inch. A likely cause for breakage of the driver fork is the use of excessive force. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr, was being used during a abr procedure on (B)(6) 2025 and when it was reported, ¿during surgery, the tip of the device got broken, and fell in the patient's body. The fragment was removed from the patient and not remained in the patient's body.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as having been completed as planned without any alternate devices. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.